Manufacturer narrative:
(B)(4). Method: the complaint mr290 humidification chamber was returned to fisher & paykel healthcare (B)(4) for investigation. The chamber was visually inspected for the reported damage. Results: visual inspection revealed multiple vertical cracks in the chamber dome, located beneath one of the ports,beneath the baffle and next to the bracket. Conclusion: we were unable to determine the cause of the cracking. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. The hospital reported that the cracking occurred after five days of use. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via a distributor that an mr290v humidification chamber had cracked near the base of the dome after five days of use. No patient consequence was reported.